Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were experiencing a ¿lightning bolt¿ sensation down their spine whenever they would sneeze and stimulation was turned on. The patient stated that because of that, they haven¿t been using their therapy much. It was noted that this had been an issue since the patient was implanted on (B)(6) 2013. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.